Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prostheses described her breasts drooping, hanging lower, and dimpling. The patient stated that she suspects the cause of these changes in the appearance of her breasts was bilateral deflation. As a result, and explant is planned for (B)(6) 2019. See 1645337-2019-14275 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/22/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the sample a pair of lines of shell wear were noticed on the anterior extending to the posterior view. On the posterior view, siltex cracking was discovered. Leak testing revealed there was leakage within the area of siltex cracking measuring less than 0.1 cm. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).